Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5072-52 lead, implanted (B)(6)2000, 3889-28 interstim urinary mgu lead, implanted (B)(6) 2014, 3058 interstim urinary mgu ipg, implanted (B)(6) 2014. (B)(4)

Event description:
It was reported that the patient experienced "chest wall thumping" due to the right ventricular lead. The impedance, threshold, and sensing were normal and stimulation could not be reproduced at maximum output, however the physician elected to cap and replace the lead. No further patient complications have been reported as a result of this event.